Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. The first seal remained inside the loading device. Upon depressing the green buttons on the second and third devices, the seals did not align properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Only two out of the three products are returning. Refer to MFR report numbers 2242352-2013-00426 and 2242352-2013-01366 for the related reports.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).